Manufacturer narrative:
The device met specifications but the patient condition led to the breaking of the plate. The plate had to bear forces for longer than intended as the bone did not heal within the normal time period.

Manufacturer narrative:
Investigation ongoing. Device discarded.

Event description:
Surgeon reported a fracture of the maxilla plate post-operatively.